Event description:
The hospital reported that during a coronary artery bypass procedure, the xp-4000 device broke during the case. After 2 distals, it appeared the cable broke. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the flex link arm had detached from the suspension assembly. There was no evidence of blood on the device but there was very little blood in the tubing. When the device was further examined, it was observed that the safety crimp was stuck behind the stop plate. This indicates that the product was assembled incorrectly in manufacturing. Based upon these findings, the reported complaint "cable broke" was confirmed. Internal file number - (B)(4).